Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, the reported balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with heavily calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001.

Event description:
It was reported that on (B)(6) 2019, a percutaneous intervention was performed on the superficial femoral artery (sfa), heavily calcified lesion. Upon the first inflation to 13 atmospheres, the armada dilatation catheter balloon burst. Reportedly, the patient is in fine condition and the procedure was completed. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.